Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 400 mg/dl. The customer initially alleged the event was caused by the infusion set; however, after removing the site, no damage was observed. A new tubing was filled and the customer received a message that the cartridge needed to fill a new cartridge. Tandem technical support assisted the customer with the load process and a minimum fill message was received. The customer did not know how much insulin was in the cartridge. Reportedly, the customer loaded a new cartridge.